Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "tubing connected to the blue filter for lipids was observed dripping despite being clamped. Additionally, air bubbles were traveling through the tubing even though it was securely clamped after the blue filter" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012866 and lot# 24129015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim. Issue observed: during the setup of new IV fluids for a PICC line, tubing connected to the blue filter for lipids was observed dripping despite being clamped. Additionally, air bubbles were traveling through the tubing even though it was securely clamped after the blue filter.